Event description:
Pt reported device is almost 2.5 years old and malfunctioned so she sent it back into MFR via prepaid envelope but did not receive replacement. Called mdo and obtained new rx to send out to pt.